Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently exhibited an elevated system impedance measurement of 260 ohms. Boston scientific technical services (ts) was contacted and confirmed that the system impedance had suddenly risen in november 2025 and has since continually to gradually increase to 260 ohms. Ts recommended performing a prompt thorough evaluation of the system in-clinic to exclude dislodgement or any potential clinical or anatomical factors that could be the cause of the elevated impedance. X-ray imaging, isometrics, and provocative maneuvers were recommended. The patient was evaluated in-clinic, where the system impedance was observed to be highly variable during troubleshooting. It was noted that the patient has been re-screened and this s-ICD system will likely be explanted and replaced in (B)(6) 2026. The troubleshooting results were also forwarded to ts for re-review, and it was confirmed that there was strong evidence of a conductor fracture or a connection issue. It was recommended to return the system following the explant procedure for analysis. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.